Event description:
PICC coiled upon itself when removing; was stuck. The physician used scalpel and forceps to remove knotted PICC. Upon visual exam, all of PICC was removed, x-ray obtained to confirm. The PICC separated at the 15cm mark.